Manufacturer narrative:
(B)(4). D10: item: 00801802802 - femoral head +0x28mm dia - lot: 62839797. Unknown ¿ unknown liner ¿ unknown. Unknown ¿ unknown shell¿ unknown. Unknown ¿ unknown stem¿ unknown. H6: proposed component code: mechanical (g04) - extender. The reported device had been returned for analysis. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 10 years post implantation due to dislocation. During the procedure, the cup was found to be malpositioned, and the trunnion of the neck was impinging on the posterior elevated rim of the acetabular liner. The cup was explanted, and new cup was implanted in a better position. The neck was changed and adjusted to accommodate the new cup position. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. Visual examination of the returned product identified wear marks on the internal taper of the femoral head. Light scratches are also present on the o.d. Of the head. Wear marks were identified on the trunnion taper and distal tapered end. There are indentation marks at the base of the trunnion taper as well as nicks on the taper. No other damage was noted during visual evaluation. Where measured, the devices were conforming. Review of the device history records identified no deviations or anomalies during manufacturing for the head and neck. A definitive root cause cannot be determined. It is unknown if the cup moved to become malpositioned or was placed that way originally. The placement of implants is at the surgeon's discretion regarding patient anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.